Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing, the device delivered inappropriate anti-tachycardia pacing (atp) due to an episode of supraventricular tachycardia (svt). The device remains in service. No adverse patient effects were reported.